Event description:
It was reported that during an unk procedure, the reload was incorrectly installed, but still could be fired. The damage was caused by the knife cutting through the tissue, but the staple formation wasn't well. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.